Event description:
It was reported that prior to use with 2 bd vacutainer® cat plus blood collection tubes there was specks of coating inside the tubes. The following information was provided by the initial reporter: customer reported to have received 200ea (2sp) x 367837 batch 3052236 with visible specks/coating inside tubes.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.